Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation. No ventilator inoperative error code was confirmed in the event log; however, the test failed the run-in test due to a ventilator inoperative condition. The technician recommended replacing the device's circuit board to address the issue. No repair was performed, and the device will be sent back unrepaired per customer request.